Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between the event of peritonitis with hospitalization and pd therapy on the liberty select cycler with cycler set. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation against any fresenius product for this event. Based on available information, a cause for the peritonitis cannot be concluded. There is a possible temporal relationship between the patient¿s chest pain and pd therapy on the liberty select cycler, however, it is unknown if the patient was in treatment at the time of the event. The patient was subsequently diagnosed with nstemi in the setting of hypertension which was most likely the cause of the chest pain. There is no documentation in the complaint file to show a causal relationship and there is no allegation of a machine malfunction or deficiency for this adverse event.

Event description:
Documented in the discharge summary for a separate event was a report of another hospitalization for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt). The report stated the patient was hospitalized in (B)(6) 2018 (date unknown) for chest pain and while hospitalized was diagnosed with peritonitis (signs/symptoms unknown). The patient was treated/prescribed antibiotics (type, route, dose, strength, frequency and duration unknown). The patient was also diagnosed with non st elevation myocardial infarction (nstemi) type 2 in the setting of hypertension. The patient left the hospital against medical advice (ama) with a prescription for hydralazine (route, dose, strength, frequency and duration unknown) and with good blood pressure control. It is unknown if the patient continued pd therapy during the hospitalization or if any fresenius product was utilized. Attempts for further information were unsuccessful as the patient¿s peritoneal dialysis registered nurse (pdrn) stated she was unaware of any hospitalization or event of peritonitis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.